Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision,inc. Has been submitted.

Event description:
It was reported that a tecnis zxr00 21.5 diopter intraocular lens (iol) was explanted from the patient's right eye because of a dislocation. Patient complained of discomfort and a new, lower diopter size lens was implanted. No additional information was provided. Patient had bilateral lens implants. This report represents the right eye. A separate report will be provided for the left eye.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/10/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens holder. The sample was inspected by a qualified final inspection operator using 12x magnification. It can be seen that the lens was partially cut, most probably to make explant possible. Considering the condition of the return sample, further analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.